Manufacturer narrative:
Investigation conclusion: the reported complaint is non-verifiable as only the pusher was returned. The investigation found no damage or anomaly on the pusher that could have contributed to the reported complaint. Without the return and evaluation of the stent implant and/or microcatheter, the investigation cannot determine if a condition existed with those components that would have caused or contributed to the reported event.

Event description:
No additional information was received, please see h6 & h11.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The product issue reported could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported during treatment of a chronic occlusion in the right side of the brain, after the occlusion is opened and expanded by an intracranial balloon, a stent was implanted. When the stent reached the lesion site and was released for the first time, the physician found that the stent was not opened. Then a second release of the stent was attempted and when it was released 3/4 of the way, the stent prematurely detached. The stent was then recovered with a support catheter and a thrombectomy stent. The patient condition and outcome were reported to be good.